Event description:
Pt underwent an attempted left iliac angioplasty. Previously the pt had stents and a catheter, nine french sheath was passed beyond the stent. Upon removing the sheath resistance was met, the catheter manipulated and after removing it, the end was ragged suggesting that it had torn on the indwelling vascular stent with several centimeters of the end of the sheath missing. Further angiography was performed and a catheter used to try and find the sheath but to no avail. Due to the physician's concern that the sheath remnant could lead to thrombosis of the right internal iliac artery, he elected to proceed with a left internal iliac artery endarterectomy to assure adequate pelvic blood flow. This was accomplished without difficulty.